Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0. There was no adverse impact on the customer's blood glucose level. Caller was assisted by technical support in resetting the pump, which resolved the issue as the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue happens again, and caller acknowledged these instructions.